Event description:
It was reported that the patient stated her pain was the same if not worse following the procedure. The patient also stated that the surgery scarred her throat and she can barely talk.

Event description:
It was reported that the patient stated her pain was the same if not worse following the procedure. The patient also stated that the surgery scarred her throat and she can barely talk.